Event description:
Healthcare professional reported left side "irregular contours", "small droplets of liquid on interior" and "minimal intracapsular rupture" via MRI. Healthcare professional also reported left side "simple cysts", which are not device-related. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "minimal intracapsular rupture"; "small droplets of liquid on interior".